Manufacturer narrative:
On oct, 26th 2015 we received the following update: the item will not be returned. The sales agent was given an extra o-ring from medacta and has simply replaced it. There was no problem with the actual instrument except the o-ring breaking.

Event description:
The surgeon used the size 48 impaction ring as normal to impact the versafit acetabular shell. Later in the surgery the surgeon noticed a small piece of rubber inside the patient. After checking the impaction ring it was determined that the o-ring snapped inside the patient. All pieces of the o-ring were located and the surgery was completed successfully with a minor delay in surgery. The surgeon was dissatisfied with this malfunction saying if he had not spotted the first piece of rubber then it may have remained in the patient after the wound was closed.

Manufacturer narrative:
On 19 january 2016, it was prepared a final report with the information already submitted in the initial report. On 26 january 2016, the report was sent to the initial reporter and the case was closed.